Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 part # 04.118.518ts. Lot # 7l66705. Manufacturing site: werk selzach. Release to warehouse date: 09 dec 2020. Expiration date: 01 dec 2025. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.118.518. Non-sterile lot # 28p6525. Manufacturing site: 28 nov 2019. Release to warehouse date: werk selzach. Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined, that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from switzerland reports, an event as follows: it was reported, that during a procedure on (B)(6) 2023. A 2.7 metaphyseal screw broke while being screwing into the bone (clavicle). The head of the screw snapped off after applying moderate force, and in combination with a variable angle locking compression plate (va-lcp) clavicle hook plate. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a 2.7mm ti metaphyseal scr/slf- tpng w/t8 strdrv recess/18mm. This is report 1 of 1 for (B)(4).